Manufacturer narrative:
Conclusion: hematomas are listed in the device instructions for use (IFU) as potential adverse effects, and can occur during any invasive procedure. Access site hematomas can be related to patient and/or procedural factors, but an assignable root cause cannot be determined at this time. However, the event description does not indicate a potential manufacturing issue.

Manufacturer narrative:
Additional information was received with the delivery catheter system (dcs) lot number. The expiration and device mfg date was populated. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Per the instructions for use (IFU), access site complications (e.g., pain, bleeding, hematoma, pseudoaneurysm) are identified as potential adverse events.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, an extravasation at the access site was noted and a stent was placed. No further adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.